Manufacturer narrative:
Pt. Info.: unknown/ asked but not available. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). Attempts were made to obtain additional information regarding the complaint; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) malfunctioned upon insertion into patient's operative eye. The incision was enlarged and the lens was removed. Another lens of same model was used as the replacement iol. The patient was not harmed. No further information was provided.

Manufacturer narrative:
Section d9: device available for evaluation: yes section d9: returned to manufacturer on: may 31, 2022 section e1: reporter first name: (B)(6). Section e1: reporter middle name: (B)(6). Section h3: device evaluated by manufacturer: yes, device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the complaint lens was received taped to the handpiece. The lens was removed from the tape and cleaned, revealing no issues with the lens. Visual inspection under magnification the handpiece revealed that it was received with the plunger rod fully advanced. The plunger rod tip was observed to be bent, in a way consistent with a handpiece that was dropped. The handpiece was disassembled and the assembly was inspected, no further issues could be identified. Conclusion: based on complaint investigation results, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional info: further information was provided and reported the left eye was affected and no other additional maneuvers were required. The iol was replaced with another j&j lens, however, the model and diopter were not available. The customer did not know what the reported malfunction was. The patient's weight was also not available. No further information is available. The following sections have been updated accordingly: section a2: age/date of birth: (B)(6) 1951 section a3: gender: female all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.